Manufacturer narrative:
Nakanishi did not receive the patient's age or weight, but is scheduled to visit the dentist to obtain the information.

Event description:
On december 25, 2019, nakanishi received a phone call from a dealer about an nsk handpiece overheating. The information nakanishi obtained from the communication is as follows: the event occurred on (B)(6) 2019. A dentist was performing a crown removal on a patient using the z95l handpiece (serial no. (B)(4)). During the procedure, the handpiece overheated and burned the patient.

Manufacturer narrative:
The dentist refused to provide further information about the event, including additional information about the patient, when nakanishi visited the dental office on (B)(6) 2020. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [c191225-03]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds after the start. Temperature measurements 12 seconds after the start are as follows: - test point (1): 55.6 degrees c - test point (2): 67.2 degrees c - test point (3): 23.9 degrees c - test point (4): 24.4 degrees c the rise in temperature was so sudden that the test was concluded 12 seconds into the planned 5-minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following phenomena: - the ball bearing on the rear side of the cartridge was broken. - there was debris/discoloration on the other parts. B) nakanishi took photographs of all of the disassembled parts and kept them in investigation report #c191225-03. Conclusions reached based on the investigation and analysis results: a) nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation due to the broken ball bearing. Nakanishi considers based on the findings in the visual inspection, as well as many years of experience, that the cause of the broken bearing was the ingress of undesirable materials into the bearing. B) a lack of maintenance caused the accumulation of debris on the internal parts, leading to debris ingress into the bearing during rotation, which caused the broken bearing. This contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, as instructed in the operation manual.